Manufacturer narrative:
Visual inspection during the investigation, no significant deformation or damage of the valve was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates not within the acceptable tolerance in the horizontal position. An accelerated outflow could be determined, adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, organic deposits were found. Result based on our investigation results, we can determine an accelerated outflow and non-adjustability in the progav 2.0. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted on (B)(6) 2025. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on 04/14/2026. No patient complications were reported as a result of the revision procedure. Same event as # 3004721439-2026-00135.